Event description:
During the atrial fibrillation procedure, the puncture site was stiff and the introducer was found to be kinked. An additional access site was required to replace the introducer. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This was due to patient origin and is not related to a device malfunction.